Event description:
It was reported that an es2 integrated blade screw tab fractured during distraction intra-operatively. The blocker was unable to be inserted into the screw correctly with the broken blade. There were no adverse consequences to the patient. The procedure was completed successfully, without surgical delay, by replacing the screw.

Manufacturer narrative:
B.5 was updated to reflect additional information received. Visual inspection: visual inspection confirmed fracture of the blades on returned part. The area of dent formed by rod on screw shank head suggested that the blocker was over tightened and the tulip was at max polyaxial angle with the screw. Device history records were reviewed and no relevant manufacturing issues or similar complaints were identified. It was reported that blade broke during distraction and after breakage of blades, blocker was inserted. Per surgical technique, distraction is performed post blocker insertion. An exact root could not be determined. Probable root causes include: user error, user applies unintended cantilever force previously damaged or deformed mlcd assembly used mlcd assembly improperly seated, causes application of excess force on implant improper tolerancing of mlcd assembly to shafts.

Event description:
It was reported that an es2 integrated blade screw tab fractured during distraction intra-operatively.